Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Remains implanted.

Event description:
It has been reported by the customer that there is a patient with allergic problems that has implanted a variax plate and screw. The allergic problem has been detected some time after the surgery.